Event description:
It was reported, that the patient presented in clinic. Interrogation noted, micro perforation from right ventricular lead, causing diaphragmatic stimulation and patient discomfort. The reported lead was explanted and replaced (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events of perforation and extra cardiac stimulation were not confirmed. As received, a complete lead was returned for analysis. A tip stiffness test was performed, and the test results were within product specification. Electrical testing, visual inspection and x-ray inspections of the lead identify any anomalies.